Manufacturer narrative:
The subject device was returned to omsc for evaluation. Omsc checked the subject device and found that the reported phenomenon could not duplicated and the angulation of the subject device functioned without any problem, also there was no abnormality on the exterior. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, there was the possibility that the reported phenomenon was attributed to the inappropriate user's handling such as a retroflexed bending operation. The instruction manual of the subject device states appropriate handling. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user facility that during a bronchoscopy using the subject device, the angulation at the bending section of the subject device was locked and could not be released. Then, the user withdrew the subject device from the patient without injuring the patient's bronchi, and completed the procedure. The field service engineer checked the device and found that there was no abnormality in the control lever of the subject device. There was no report of patient injury associated with this event. The user did not provide other detailed information.